Event description:
It was reported that when the surgeon applied energy to the monopolar instrument during a da vinci s hysterectomy surgical procedure, the bipolar instrument also became energized. As a result, arcing occurred and the pt received two burns on their iliac artery. The burns did not completely perforate the artery, however, 75% of the artery wall was burnt. A vascular surgeon was brought in to repair the damage. The planned surgical procedure was completed and no add'l pt harm or adverse outcome was reported. It is also reported that at the time of the event, the bipolar instrument was incorrectly plugged into one of the monopolar jacks or the electrosurgical unit (esu), with the monopolar instrument also plugged into the other monopolar jack.

Manufacturer narrative:
On april 21, 2009, (B) (6) (initial reporter) informed isi that no post-operative complications have been experienced by the pt. Ms. (B) (6) also indicated that the occurrence of arcing was a result of user error as the surgical staff incorrectly plugged the bipolar instrument into one of the monopolar jacks of the esu, with the monopolar instrument plugged into the other monopolar jack. Consequently, the bipolar instrument was also activated when the surgeon applied energy to the monopolar instrument. Ms. (B) (6) provided isi the eval results of the valleylab force fx esu used during the time of the event. Per valleylab's eval, the esu functioned normally and was within specifications. No issues were found with the esu. Additionally, ms. (B) (6) indicated that the bipolar instrument and monopolar instrument being used when the event occurred would not be returning to isi for eval as they were not set aside and put back into circulation. On april 22, 2009, covidien valleylab representative (B) (4) informed isi that he had conducted site in-service training for the valleylab force fx esu the morning of the event, prior to surgical procedure being performed. Mr. (B) (4) also indicated that the esu jacks are clearly labelled "bipolar", "monopolar 1", and "monopolar 2". The info provided indicates that user error caused the event. As of april 24,2009, the hospital has continued to use the da vinci s surgical system to perform surgery on patients.